Manufacturer narrative:
Follow-up #1: date of submission 06/17/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/31/2016 with the following findings: the pump powered on with the returned battery cap; the battery cap was able to fully tighten. The review of the black box showed evidence of short battery life. Sleep current draws measured outside of the specification indicating excess current draw issue. Upon removal of the pump case, the cold soldered connections were observed on the continuous glucose monitoring board pins and upon re-soldering the pins, all electrical current values measured within specifications. Unrelated to the original complaint, the battery compartment was cracked in two places. In addition, the pump case was cracked in the lower right hand corner of the display area.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.